Event description:
A call was placed to technical services on (B)(6) 2014 stating that this lead had loss of sensing. With the electrogram (egm) that was sent to boston scientific technical services (ts}, this right ventricular (rv) lead had undersensing. The patient had complete heart block less than 30 bpm and has sarcoidosis. This lead has no implant date and remains implanted until this time. The physician was unknown. The health care facility was at (B)(6) hospital in (B)(6), united kingdom. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).